Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with a damaged coil spring which is not correlated with the reported device failure. The manufacture date of this device is march 2006. Dimensional inspections conducted on relevant hex feature with conclusion that it met specification. Complaint could not be replicated because the tensioner was not returned with the bit. A device history record review was conducted and found that the device met specification prior to shipping. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: plate wires/cerclage cable with crimp (part unknown, lot unknown quantity unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a provisional tensioning device used during a trochanteric reattachment surgery performed on (B)(6) 2015 was not working as expected. The surgeon wrapped the trochanteric plate cables around the femur, and as he attempted to use the provisional tensioning device to tension the cables, he noted that an inner component of the provisional tensioning device would not attach to the tensioner as expected. Additionally, the inner component (an attachment) on the device does not stay intact; it falls out when the provisional tensioning device is held upside down. Although the age of the device was unknown to the reporter, the device was reported to be slightly worn. It is unclear why the inner component will not stay intact or attached as expected. It was reported that there were three (3) alternative devices in the set. As an alternative device was readily available it was used to finish the surgery. There was no surgical delays, no impact to the patient or the procedure. The patient status was reported as stable at the end of surgery. This report is 1 of 1 for (B)(4).